Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: medical product: unknown oxford femoral component, catalog #: not reported, lot #: not reported, medical product: unknown oxford bearing, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00389, 3002806535-2019-00391. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Knee revision due to loosening.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Knee revision due to loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Knee revision due to loosening.